Manufacturer narrative:
Medical device expiration date: unknown. Lot #: lot number 12117131 does not exist for material number 364975. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® urine collection cups, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: the cup presents leakage during sample transportation.

Manufacturer narrative:
Correction: d4: medical device lot #: 1217731 d4: medical device expiration date: 2023-08-31 h4: device manufacture date: 2021-08-05

Event description:
It was reported when using the bd vacutainer® urine collection cups, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: the cup presents leakage during sample transportation.

Event description:
It was reported when using the bd vacutainer® urine collection cups, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: the cup presents leakage during sample transportation.

Manufacturer narrative:
H.6. Investigation: bd received 5 photos from the customer in support of this complaint. The photos were evaluated and show a cup (of an unidentified lot number) in a bag with urine in the bag and cup. Bd was unable to confirm the customer¿s indicated failure mode with the photos provided as they do not show urine leaking from the cups. The lids do not provide a liquid tight barrier and are not meant to be on their side or sent through a pneumatic system. The device history records could not be reviewed as the lot number is unknown. H3 other text : see h.10.